Event description:
Additional information reported the patient was seen two more times and still complained of right gluteal pain. They also noted numbness with the big toe and second toe. Medication was adjusted for the patient. The patient also had a past history of drug abuse noted. The event was resolved without sequelae

Manufacturer narrative:
Concomitant product: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient had required in-patient or prolonged hospitalization.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the health care professional of the clinical study reported the entire system was explanted and the event was considered resolved without sequelae. The stimulator was not dislodged. The event was not considered a device deficiency because the pain was caused by the location of the battery and not the actual battery itself. The patient thought it was the device itself causing the pain because of location.

Event description:
It was reported that the patient experienced implantable neurostimulator (ins) pocket pain. The patient had right gluteal region pain radiating to right hip and front of right thigh when the patient sat or when any pressure was applied to the area where the battery was located. No signs of infection, redness, or bruising. The patient went to the emergency room (ER) with complaints of worsening lower back pain. The patient went to the ER after the clinic would not provide any pain medication injections. The patient had used cocaine 30 minutes prior to going to the ER and while in the ER the patient received intravenous dilaudid 2mg and toradol 30 mg. The patient admitted to a four day cocaine binge for the back pain. In january the patient also noted a loss of sensation in the right and left toes. The physician had been concerned the device may have become dislodged. The patient was scheduled to have the device removed on (B)(6) 2014 but that had not taken place. The event was related to the device or therapy and related to the procedure. The outcome was ongoing. The event was considered ongoing at this time. If additional information is received a follow-up report will be sent.